Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. 13-nov-2017 product investigation results: product was received on 16-oct-2017. The sample was analyzed to show the root cause for overheating is a short circuit between motor terminal (-) and motor housing (+).

Event description:
Toothbrush got very hot and then started smoking and melted a hole in the front [device physical property issue]. No adverse event [no adverse event]. Case description: report source: non-event spontaneous. A consumer of unspecified age and gender reported via e-mail on 12-sep-2017 that he/she purchased an oral-b power rechargeable toothbrush handle pro health junior. The consumer explained that he/she charged the toothbrush for a day and then it clicked but did not turn on. After a minute, it got very hot and then started smoking and melted a hole in the front. No symptoms developed. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Toothbrush got very hot and then started smoking and melted a hole in the front [device physical property issue]; no adverse event [no adverse event]. Case description:report source: non-event spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she purchased an oral-b power rechargeable toothbrush handle pro health junior. The consumer explained that he/she charged the toothbrush for a day and then it clicked but did not turn on. After a minute, it got very hot and then started smoking and melted a hole in the front. No symptoms developed. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.